Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of backup operation was confirmed. The device was returned for analysis. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. No other anomalies were found.

Event description:
It was reported that interrogation prior to the implant procedure found the pacemaker in backup operation. No programming changes were made. No patient involvement reported in this event.